Manufacturer narrative:
No lot # provided. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use a bd phaseal¿ injector luer lock n35j was found leaking as "when preparing cisplatin in the safety cabinet, drug leaked from the joint". There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: leak between injector and connection. The samples (1 injector + 2 protectors) were evaluated by jfr lab. According to its report (received on jun 25th 2018), no defects were found. - no leak was confirmed (no leak at the membrane, no leak through hydrophobic filter, no leak between the injector and the protectors). Inspections and tests the tests performed during the manufacturing process to avoid faulty parts are listed below: during molding process (according ph-300 current version): - visual inspections for injector parts (cylinder, needle housing, safety sleeve, piston and membrane) are performed by the operator to avoid faulty parts (flashes, unfilled and burned parts, etc). - critical to quality dimensions of all injector components are measured to check if the dimensions are within tolerance. Assembly process: (according to ph-301 current version) the following visual inspections are performed by the operator: - safety sleeve must be connected and should be turning with the cylinder and piston. The functionality of the grips is verified. - verify the correct welding of the membrane, color and aspect. - cylinder assembly. Piston must be fixed by the safety sleeve. - needle housing should rotate clockwise and tip of the cannula must be observed. - cannula length (with a calliper gauge). - functionality and piston welding test: quality and functionality of the membrane is verified after be welding and punctured by the cannula. Investigation conclusion: based on report received, there is no evidence to confirm the defect: no leak was found. As the lot the unknown, DHR cannot be checked. It is recommended to carefully follow the instructions explained in the IFU of injectors and protectors.